Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the day before yesterday the patient had an "episode" while driving and their arms were flapping. The patient thought they were having a stroke, so the caller brought the patient to the hospital to be evaluated. Initially, the hospital thought the patient might have had a level 1 stroke, but that was ruled out. The caller stated that the hospital gave the patient primidone (a medication for essential tremor), which settled down the patient's arms, but not completely. The caller said the hospital thought the issue was related to the ins since they ruled out it being a stroke. The caller had the recharger with them at the hospital, but they did not have the patient programmer. The caller said they fully charged the ins at the hospital, but they could not confirm the ins charge level at the time they began charging it. The caller mentioned that they called manufacturer representative (rep)at some point, but they could not reach him and they did not leave him a message. When they got home from the hospital, the caller said they used the patient programmer to check the ins, which showed the word 'off' flashing on the top row and the ins was 100% charged. Agent reviewed that 'off' flashing indicated that the therapy was off. Agent reviewed that the therapy may have turned off as a result of the ins charge level getting critically low or depleting. The caller said that was a possibility, but they could not confirm. Agent reviewed how to turn therapy on, and the caller confirmed they were able to turn therapy on during the call. Immediately after therapy was turned on, the caller said the patient could feel the stimulation in her hands and symptoms were resolved. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the issue was due to their own ¿negligence¿ as they failed to monitor the battery level for the patient and it turned off due to the battery depleting. After the battery was fully charged, they didn¿t know how to turn the device back on, so they spoke with the manufacturer which resolved the issue. The consumer wanted people to know the issue was not with the product itself.